Manufacturer narrative:
The supplier is responsible for the product investigation and has relayed the pce results as follows: the complaint report was received, reviewed, and evaluated by the zest dental solutions complaint process in compliance with applicable FDA and ous country regulations. A review of other zest complaint files and related trending data for similar incidents was performed to evaluate whether other similar complaints have been received and if data suggests any adverse trends may have contributed to the complaint root cause. Condition of the returned complaint related product was evaluated to confirm the reported product complaint. If applicable and if available, retained product or product remaining in stock was evaluated to confirm the reported product complaint. As part of each complaint investigation, zest performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of this investigation, zest has concluded the following as the root-cause or most likely root-cause of the reported complaint condition: no manufacturing defect was found. Most likely:thread fracture during function. Typically is the result from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. Known issue is being tracked and trended with no further actions taken at this time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the doctor placed a locator abutment on patient tooth #23 on (B)(6) 2020. On (B)(6) 2021 the patient came in as the abutment fractured. They were able to retrieve the fractured portion from the implant without any damage to the implant. They were also able to replace it.